Manufacturer narrative:
Review of the manufacturing records indicates that all devices met specification for release. An incidental finding was noted during analysis with battery (B)(4), which contained a faulty cell pair. The faulty cell is an incidental finding not related to the electrical fault alarm. This finding was re-assessed per our sop requirements and determined to be reportable. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately one month after the implant procedure, the patient experience electrical fault alarms. The controller and two batteries were exchanged and returned for analysis. No harm to the patient was reported.